Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation was breached and had environmental stress cracking. It was also noted that there was blood/body fluid on the distal conductor (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and had a cosmetic depression.

Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead's sensitivity was adjusted and the lead was explanted and replaced. No patient complications have been reported as a result of this event.